Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable "there was a leak possible tubing related" just want to ensure device is working properly. Chemo spill on device was cleaned by customer. No adverse patient effects were reported by the customer. No additional information available.

Manufacturer narrative:
Other, other text: the product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.

Manufacturer narrative:
Device evaluation, one cassette was received for investigation. The visual inspection showed no damage or dysfunctional conditions were observed. The functional test was performed and found no leak was observed. The reported failure mode, leaking, is not confirmed. Based on the analysis performed on the returned unit, and review of the mitigations performed during the manufacturing process, the root cause cannot be determined since the failure was not confirmed.